Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse suspected that the system had powered down due to a voltage problem. Further investigation revealed that a fuse on the control board of the ups had blown, and the 1-phase ups was found to be defective. To resolve the issue, the fse replaced the faulty fuse and bypassed the 1-phase ups. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system turned off unexpectedly. No harm was reported to philips. Philips has started an investigation of this complaint.